Event description:
It was reported on an external medwatch form number the the device was used during an ectopic pregnancy. Upon removal of the bag from the abdomen, it was discovered that the pouch had ruptured at the distal end, with part of the specimen falling back into abdomen. The specimen was retrieved with a second endo pouch. Attempts to retrieve the suture and the presumed piece of pouch were unsuccessful with laparoscopy. A mini laparotomy was performed and the suture was retrieved with irrigation. The procedure was then terminated. Pt went to recovery room in satisfactory condition.